Manufacturer narrative:
Despite multiple good faith efforts, this device was not returned to boston scientific for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced without incident and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced without incident and is expected to be returned to boston scientific for analysis.